Manufacturer narrative:
The field service engineer checked the hardware, sample probe, and reagent probe and no issue could be identified. Precision was good for both analyzers a and b. A dilution study was performed and showed the auto dilution was working within specification. The investigation is ongoing.

Event description:
There was an allegation of questionable results from two modules of the cobas pro c 503 analytical unit. Using analyzer b, sample 1 from the patient had an alp alanine aminotransferase result of 405 u/l that was reported outside of the laboratory. The doctor noticed that this alp result did not match the clinical picture of this patient. A result of around 80 u/l was expected. Another sample (sample 2) was drawn and was tested on analyzer a with a result of 131 u/l. The customer repeated sample 1 on analyzer a and the results were 105 u/l, 85.5 u/l, 76.9 u/l, 72.6 u/l (1:3 dilution), and 87 u/l (1:3 dilution). On (B)(6) 2022, sample 1 was repeated on analyzer a and the result was 58.1 u/l. The repeat result on analyzer b was 56.1 u/l. The customer performed a 1:3 dilution and the results from analyzer a were 71.3 u/l, 69.8 u/l, and 354 u/l. For sample 2, the initial ldh lactate dehydrogenase result from analyzer a was 451 u/l and the repeat result was 283 u/l. The alp reagent lot number was 586443 and the ldh reagent lot number was 589772. The expiration dates were requested but were not provided.

Manufacturer narrative:
The alp reagent expiration date was 31-jul-2022.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent or hardware issue could be excluded as a root cause because the calibration and qc data were acceptable and the analyzer was in acceptable condition according to the inspection from the field service engineer. Since the white blood cell count of the patients was high, the root cause was likely pre-analytic and/or sample-specific. In samples with hyper-leukocytosis, the sample surface may show higher alp activity due to the presence of leukocytes, debris, and platelets. Sometimes alp sampled out of primary tubes forms a gradient at the liquid surface leading to falsely high results. Falsely high ldh and alp values or duplicate flags can occur if blood cells or cell debris are not properly removed in the pre-analytical sampling process.

Manufacturer narrative:
The customer had another occurrence of a questionable alp alanine aminotransferase result from the cobas pro c 503 analytical unit. For sample 3: on (B)(6)-2022, the initial result from analyzer a was 458 iu/l. The result was not reported to the patient as the doctor noticed that the result was too high and asked for a rerun of the same sample. The repeat result was 158 iu/l. When compared to the previous alp history of this patient, the second alp result was believed as the true value and was released to the patient. Medwatch field b6 was updated.